Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in and out of the hospital because of hyperglycemia. Blood glucose level was 400 mg/dl at the time of incident. Customer stated that the insulin pump was not delivering insulin and that is why they experienced high blood glucose. The diabetes educator swap their insulin pump for a loaner that they can use for quite some weeks and the loaner insulin pump runs smoothly but when they return it back and used the insulin pump that they were using previously she started to be high again. Customer was treated with insulin infusion intravenous or drip. Auto mode was not active at the time of reported incident. No further details given. Insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).